Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 478 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin exited and the insulin pump alarmed no delivery alarm. The customer was advised to rewind the insulin pump. The customer stated that the insulin did exit during manual prime. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.